Event description:
A file seperated in the canal during a procedure. The canal was filed with the seperated piece in place without sequela. Please note that the date of event indicated is approximate.